Manufacturer narrative:
The cause of the tooth and tidesign fracture is most likely overload, considering the molar-position of the bridge and the free-end part. Because a serious injury resulted, this event is reportable per 21 cfr part 803. Bridge was received including the fractured abutment. The investigation of the fracture surface under the light microscope did not reveal a material failure. There was no part or fragment of the natural tooth received with the bridge, therefore it is not possible to evaluate the damage done to the tooth or the quality of the connection of tooth and bridge. Nevertheless the x-ray dated (B)(6) 2018 looks like there was some gap between tooth and bridge and the tooth had already been damaged at this time.

Event description:
A patient received an astra tech dental implant on (B)(6) 2014 in region 19 (fdi # 36). A bridge construction connecting the implant with the natural tooth in region 21 (FDA # 34) was placed on (B)(6) 2014. The bridge had a free-end part covering region 18 (FDA # 37). One astra tech tidesign 3.5/4.0 ø4.5-3 mm (ref 24286) was placed in the implant. The bridge was lost and according to an x-ray from (B)(6) 2018 both the tooth and the tidesign fractured.